Manufacturer narrative:
(B)(4). Only event year known: 2020. Batch # unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Per photographic evaluation: upon visual inspection of one photo, the following was observed: the photo shows tissue with a staple line and the staples don't appear to be properly formed. Based on the photo reviewed, the event described is confirmed. However, no conclusion or root cause could be determined. Hands-on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, there was a staple line failure. The staple line was incomplete and staples that were deployed were irregular shapes. Anastomosis was redone with another device. There were no patient consequences. No additional information is available at this time.